Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
The construct migrated (plate) because patient was not following surgeons instruction for post operative care. Revision surgery was done. Plate and 1 cage were removed and replaced with longer plate and new cage. They used cslp va plate from synthes and zero p cage also from synthes.